Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options and possible causes. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information received from the field representative that the cause was not conclusively determined and that patient will continue to be monitored more closely.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.